Event description:
It was reported that the patient was experiencing weakness, was in the hospital and the healthcare provider (hcp) wanted the pump read. After reading the pump, they found nothing to be out of place as far as the pump was concerned. The cause of the event was unknown. It was reported that the event was not attributed to the pump. It was unknown if there was a catheter issue. There were no troubleshooting, interventions or other actions taken that the manufacture representative was aware of. Additional information received reported that the patient was last seen in the clinic on (B)(6) 2014 for pump refill. There were no symptom experienced at the time of refill. The patient had left a message for the clinic complaining of "feeling sick after refill." The patient did not respond to the call back on (B)(6) 2014 placed by the healthcare provider (hcp) to the patient. The patient did not return to the clinic to be assessed. It was reported that per the hospital personnel, "the patient was to be weaned off the pump medications and explanted." It was unknown how the patient was doing at the time of report. The pump was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).